Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer number: 1627487-2020-03873, 1627487-2020-03874. It was reported that the patient experienced ineffective therapy from their system. In turn, the patient underwent surgical intervention wherein the system was explanted. Note: since it is not known which device is causing the issue, all possible devices are being reported on.